Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventilator generated an error which rendered the ventilator inoperable. The ventilator was not on a patient at the time of the event. The ventilator was not made available for evaluation. The customer to order a breath delivery unit (bdu) central processing unit (cpu) printed circuit board (pcb). Medtronic was not authorized to service the ventilator.